Event description:
Info rec'd alleges the pump is alarming air-in-line and interrupted therapy. Pt involvement is unk.

Manufacturer narrative:
Moog has requested return of the devices for investigation. A f/u report will be submitted when the investigation is complete.